Event description:
It was reported to philips that the exposure could not be performed. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed as planned. The philips remote service engineer (rse) inspected system remotely and confirmed that the system's disk was full. Customer stated that the issue persisted even after deleting the images. The review of system log files showed exposure not possible, image disk full. Upon troubleshooting the philips field service engineer (fse) indicated the issue with hard drive. To resolve the issue, the fse replaced the hard disk bay in another work order. However, the issue reoccurred on another day, in which the fse replaced the ippc and hard disk. The system was returned to use in good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury upon recurrence; as such, the complaint was reported. Since that time, new information has been received, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The reported issue did not impact the completion of the procedure. The procedure was completed as planned, there was no delay and no impact on the patient or user. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.